Manufacturer narrative:
Concomitant medical products: product ID: a3dr01 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right atrial (ra) lead exhibited high atrial thresholds. The atrial events appear to be falling in blanking/refractory at times possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress. A marked product performance issue was reported due to remaining battery longevity of six months. Both the ra lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.